Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(4) ) was returned for analysis, and a log file was downloaded for review that showed events spanning approximately 6 hours (22jul2023 between 04:27:25 -10:40:48 per timestamp). Atypical low voltage advisory alarms were intermittently active throughout the log file. These alarms occurred due to fluctuating rsoc voltage on the white and black power cables while connected to battery power, which was not coincident with a power source exchange. The alarms cleared shortly after activating each time and pump operation was not affected. The driveline was disconnected on 22jul2023 at 10:35:44 for a system controller exchange. There were no other notable alarms active in the log file. The returned system controller was functionally tested on a mock loop and operated the pump without any alarms or issues activating. Additional information provided on 30aug2023 stated that no alarms were reported post controller exchange, and that the patient has not reported any issues nor alarms. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 16may2023. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the alarms resolved after controller exchange. The patient was stable at home after the exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was alarming low battery when connected to battery power. No issues were noted while on wall power. The battery clips and batteries were exchanged but the alarm continued to occur in the black cable. The controller was exchanged.